Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited gradual rising of capture thresholds over the past year. All other electrical measurements were normal. No intervention was performed. The patient was in stable condition and will continued to be monitored.